Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are possible causes for the error: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps (high voltage power supply) board and generator board, defective hvps board, defective generator board, defective motherboard, or defective relay board. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. There has since been a design change to prevent reoccurrence. In general, in the case of permanent error patterns, it is likely that only one component is faulty and multiple failures are rare. However, the specific root cause of the error e433 could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found the housing of the top cover has indications of several minor scratches. The front panel housing of the connectors has signs of cracks on the white plastic portion. The touchscreen on the front panel has no cuts, punctures, or damages on the screen. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, defective motherboard, or defective relay board. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. There has since been a design change to prevent reoccurrence. In general, in the case of permanent error patterns, it is likely that only one component is faulty and multiple failures are rare. However, the specific root cause of the error e433 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported that an e433 error code was displayed upon turning on the subject device. The reported issue occurred before an unspecified therapeutic procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.